Event description:
New information received notes that during the nips procedure, the device attempted to deliver a shock, but telemetry was lost. The patient was revived with external defib.

Event description:
It was reported that the patient was found unconscious outside the hospital. CPR and external defibrillation was performed due to the device not delivering therapy. The device went into back-up vvi mode and was restored. Later the same day, the patient underwent a nips procedure. After the procedure started the device went into backup vvi mode a second time. The device was then explanted and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during high voltage charging. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported backup vvi could not be determined.